Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at on the evening of (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿280, 273, 238, 353, 326, 324, 336, 176 and 360 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin pump therapy (humalog) and advised that in response to the alleged issue, at 7 a.m., on (B)(6) 2017, he took his usual dose of medication based on a sliding scale. He was unable to recall the specific dose he administered; however, he advised the csr that ¿1 unit will lower [his] blood glucose by 20 mg/dl¿. The patient reported that he developed symptoms of ¿lips are numb and lose focus¿; however, he was unable to confirm if these symptoms began before or after the alleged issue. The patient also advised that after the alleged issue began, he ¿overdosed on insulin¿ and that his blood sugar ¿went below normal¿ (no blood glucose reading provided). The patient advised that he self-treated by drinking juice. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering an incorrect dose of insulin based on the readings obtained on the subject device.